Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Ultrasound showed possible alcl due to prosthesis and seroma.

Event description:
This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.4.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted. This affected side is unknown.